Manufacturer narrative:
The graft remains implanted. Review of internal records, donor records, serological results, and manufacturing records including qa/qc reviews. Grafts passed all release requirements at the time of distribution. No deviations were noted. The grafts underwent demineralization and irradiation which are both validated methods of sterilization to eliminate the potential of disease transmission. It is likely that the recipient could have contrasted the viruses, if truly positive, from a source other than the implant.

Event description:
Rti was notified of a positive hiv, hepatitis b and c antibody screening test in 2007. The recipient had an allograft implant in 2005 that is associated with a recall of bts tissue. Confirmatory results were requested from the physician and have not been provided.